Event description:
On (B) (6) 2008, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and approximately 20 units of insulin spilled into the cartridge compartment. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. She was advised to switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.